Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained through the ipsilateral antegrade approach with a 4f introducer sheath. The target lesion was a 99% stenosed, severely calcified, moderately tortuous below the knee (bk) artery. A non-bsc guide wire and a 2.0 mm x 150 mm coyote balloon were advanced and the balloon was inflated to 5atm for 5 seconds and ruptured on the first inflation. The device was successfully removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient status is good.